Event description:
Information was received indicating that this ambulatory infusion pump exhibited a high pressure alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. It was also noted that there was an anomaly with the clock battery. No adverse patient effects were reported.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the device to have a cracked rear case and fluid ingression. There was no evidence of the reported problem in the event history log. Pressure testing was found to be activated outside the pump's manufacturer specifications. The root cause was determined to be fluid ingression as a result of improper user interface.